Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ugland sh, ugland to, haugeberg g, pripp ah, nordsletten l. Periprosthetic bone mineral density, assessed using dual energy x-ray absorptiometry, following arthroplasty in patients with femoral neck fracture: 5-year outcomes of a randomized controlled trial. J int med res. 2024 sep;52(9):3000605241276491. Doi: 10.1177/03000605241276491. Pmid: 39268760; pmcid: pmc11403699. Objective/methods/study data: this study aims to assess the medium-term changes in periprosthetic bone mineral density (bmd). The original study was taken from a randomized controlled trial for 51 patients (mean age was 83 (70 to 90) years) between february 2014 and march 2016 who were treated with uncemented femoral stem randomized to either the direct lateral or modified anterolateral approach with a collared corail stem implanted (depuy orthopedics inc., warsaw, in, USA). A 5-year follow-up study of the original cohort was performed between february and april 2019. Finally, a total of 23 patients (6 male and 17 female) with a mean age of 84 (70 to 90) years) were followed-up for 5 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes corail stem adverse event(s) and provided interventions possibly associated with unk hip femoral construct corail (qty 1): - (n=1) sustained a periprosthetic fracture; intervention not reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.